Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt woke up and discovered their transfer set was disconnected from the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. The home pt contacted their nurse to notify them of the incident, and was treated prophylactically with 1 dose of cefazolin 1500 mg intraperitoneal (ip), and 1 dose of tobramycin 62 mg ip. The following day, the home pt presented to the clinic with cloudy effluent. The home pt was diagnosed with peritonitis following confirming lab work. The peritonitis infection was treated with cefazolin 1500 mg ip once daily for 21 days, and tobramycin 62 mg ip once daily for 4 days. The nurse changed the home pt's transfer set. Per the home pt's nurse, the home pt has fully recovered from the peritonitis with no hospitalization. Required (per the home pt's nurse).